Manufacturer narrative:
Pt info not available at time of this report. Software and system investigations are in progress.

Event description:
A medtronic rep reported that while in a spine surgery, after image acquisition, the o-arm dataset was transferred to the stealthstation treon navigation system. Data showed up on navigation. When checking accuracy on the pt, the surgeon found offset of 10mm. The medtronic rep reported from the site, that the system was not booting to graphical desktop. Via (B)(4) client, the medtronic rep found a full hdd and deleted pt exams. System was back working. The surgeon opted to continue the surgery w/o the use of the stealthstation. There was no impact on the pt outcome.